Manufacturer narrative:
Date of event is 'year valid' only. Explanted date is 'year valid' only. Product analysis: no product was returned. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that approximately 12 years post implant of this aortic valved collagen conduit, it was explanted and replaced with a 19mm non-medtronic bioprosthetic valve. The reason for intervention was not reported. No additional adverse patient effects were reported.